Event description:
Reportedly, after stapling and section of two doughnuts, one of the doughnuts was not fully cut. When the instrument was removed, there was an injury to the colon. Anal/colon resection was performed instead of the rectal/colon previously intended. Procedure: colon resection.